Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend ala rm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer was also reported that the introducer needle was hard to remove and it was not fractured while in the body. It also reported that insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It also reported that the sensor glucose value that triggered the suspend event was 59 mg/dl and threshold suspend limit in sensor setting was 70 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.